Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. The legal manufacturer reviewed the cleaning disinfection and sterilization processes, and it is likely the foreign material remained in the device because the reprocessing steps deviated from the instructions for use. The event can be detected and prevented by following the instructions for use which state: detection methods are written in instructions for use: gif/cf-170 series operation manual chapter 3 preparation and inspection. Prevention measures are written in instructions for use: gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, angle decrease on the colonovideoscope. The issue was found during preparation for use for an unspecified diagnostic procedure. There was no reported delay in the procedure and the procedure was completed with a similar device. The device was returned for evaluation. During testing and inspection of the device, the following reportable malfunction was found: foreign material on the charged coupled device lens that could not be removed. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: angulation malfunction in the up direction due to the worn angle wire; switch 1 was scratched; suction cylinder was sharpened; light guide connector was corroded due to water leak; the up/down knob tension was out of specification due to the worn angle wire; the light guide bundle was abnormal; charged coupled device had stain; crack on adhesive on plastic distal end cover; connecting tube had deformation; light guide cover glass was corroded; and light guide load and scope cover were deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.